Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be forwarded upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
The dealer alleges the customer was in a restaurant, turned the powerchair direction and a drive wheel fell off. The user remained in the powerchair and was not injured.

Event description:
The dealer alleges the customer was in a restaurant, turned the powerchair direction and a drive wheel fell off. The user remained in the powerchair and was not injured.